Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient was having a MRI due to the patient having severe back pain for years. The patient's device has not worked for 2 years and doesn't know why. Follow up has been performed to find out what circumstance led to the event, intervention and how the event was resolved. If additional information is received a follow up report will be sent.